Event description:
It was reported during the implant attempt that the is-1 lv port would not accept a 4196 lead. The lead would properly plug into the rv port, and worked in another device. No patient complication due to this issue was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found and alleged issue could not be duplicated on evaluation of the device.